Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal pain. The caller reported that the patient had an implant surgery and was in the emergency room; they were doing a back scan for a possible abscess in that area. The caller stated the patient had increasing severe back pain and weakness. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.